Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
In preparation for a cryoablation procedure, the transseptal puncture was performed and the sheath was positioned in the left atrium. Information received by medtronic indicated that there was air ingress during aspiration of the sheath after the dilator and a guide wire were extracted from the sheath. It was reported that air remaining in the sheath seemed to enter in the body of the patient, and then st elevation in the inferior and cardiac arrest occurred temporarily. Chest compression was performed, inflation intra-aortic balloon pumping (iabp) was inserted, and external pacemaker was used. The condition of the patient was improved. The procedure was aborted and the patient was placed under monitoring at coronary care unit. The condition of the patient was stable afterwards. Iabp was to be extracted on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of flexcath advance sheath 4fc12 / 30496-90 showed a kink at 3.90 inches distal from the strain relief. The shaft kink was not reported as a complaint and it may have been caused post-procedure (e.g. When shipping the catheter for analysis). Air aspiration bubbles were reproduced after the returned dilator was introduced/removed through the sheath. Dissection showed the hemostatic valve was leaking and the valve was found to be torn. The reported issue (air ingress) has been confirmed through testing. A clinical adverse event occurred during procedure. Flexcath advance 4fc12 / 30496-90 failed the returned product inspection due to a leaking hemostatic valve as well as shaft kink which was thought to be caused post procedure and not related to the initial complaint. (B)(4)